Event description:
(B)(6): customer reports male pt having a urology procedure when fluoro failed. Customer provided no other info. Physician completed procedure using portable fluoro c-arm. No reported injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.